Event description:
Consumer stated that she "feels the kroger smilesonic replacement heads chipped two of her crowns. Feels the magnets are too strong and vibrate too much." No further information received